Manufacturer narrative:
The specific bd device, catalog number, and lot number for this incident was not provided by the initial reporter. Without this information bd is unable to determine where the unspecified device was manufactured. (B)(4). Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after removing an unspecified bd hypodermic needle from a patient, a healthcare worker sustained a needle stick injury. The source patient is (B)(6). The healthcare worker washed and milked his/her finger but it is unknown if any medical interventions were provided.